Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the calcified left main trunk artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip was damaged and fractured. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the calcified left main trunk artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip was damaged and fractured. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed that the telescope, sheath, and imaging window were kinked. The guidewire exit port was damaged, but the tip was in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Media provided by the customer showed that the tip was kinked.